Event description:
It was reported the patient had the device replaced due to skin irritability with recharging. The replacement device was non-recharg eable.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n283869, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n263282, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; (B)(4).

Manufacturer narrative:
(B)(4).